Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17526106) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta balloon catheter (3mm4cm 90) was inflated but it ruptured at 12-atmosphere pressure (atm). There was no reported patient injury. However, it was replaced with another saber pta balloon catheter and successfully inflated. This was a cephalic vein shunt percutaneous transluminal angioplasty (pta) case. The device will not be return for analysis as it has been discarded in the hospital.

Manufacturer narrative:
As reported, a 3x40mm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter was inflated but it ruptured at twelve (12) atmosphere pressures (atm). There was no reported patient injury. However, it was replaced with another saber pta balloon catheter and successfully inflated. This was a cephalic vein shunt percutaneous transluminal angioplasty (pta) case. The device was not returned for analysis. A device history record (DHR) review of lot 17526106 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.